Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. P-cap / reservoir locks properly into place. Device received with cracked retainer, pillowing keypad overlay, minor scratches on case and missing display window/cover. No damage on retainer ring noted.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had crack along side battery compartment and display was not complete. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.